Event description:
Customer placed call for unit not booting up. It was stopping at 5 arrows. No pt injury was reported.

Manufacturer narrative:
The customer troubleshot the system and reloaded the software. The unit is working as intended, and was returned to service.